Manufacturer narrative:
(B)(4). Product will not returned. Customer retained the meter. Most likely underlying root cause of malfunction: insufficient blood sample applied to strip. Manufacturer contacted customer with follow up phone calls for knowing customer's condition;customer feels better;customer did not seek medical attention.

Event description:
Consumer reported complaint for e-2 error; test strip error. The customer's expected fasting blood glucose test result range is 100mg/dl to 120 mg/dl. The customer reported symptoms of headache; and also conveyed that his blood glucose levels have been low lately. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/25/2019 and open vial date is 03/08/2016. The meter memory was reviewed for previous test result history (the customer could not provide the date / time not set due to vision problem): (B)(6). Adverse event not reported.